Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank after their peritoneal dialysis (pd) treatment was complete. The patient noted that after all trouble shooting steps the cycler was not able to power on. The power cord was properly connected in both ends and cycler plugged directly into a three prong wall outlet that was shared with the modem. There were no recent power outages in the home or in the area reported. There was no sound when the ok and stop keys were pressed. The power switched was in the on position. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2346 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Voltage check passed. Pre- accelerated stress test (ast) 15mins 1000ml simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. The device history record did reveal issues or problems related to the reported symptom code. Front panel display replaced on (B)(6) 2023. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.